Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter implantation using hemostar hemodialysis catheter. During procedure for a patient with chronic renal failure in the uremic stage, the catheter kit was inspected preoperatively and confirmed to be within its validity period. Puncture of the internal jugular vein was successful with fluent venous blood return. However, a large number of air bubbles were observed during aspiration. Troubleshooting measures, including replacement of other consumables such as syringes, did not resolve the issue, and the source of the air bubbles was attributed to the catheter kit, prompting immediate discontinuation of its use. The catheter tubing was replaced with a new one, allowing the procedure to be completed without any known patient harm. Postoperatively, leakage was noted from the plastic component when the introducer needle eye's further inspection revealed an imperceptible crack in the introducer needle, confirming it as the cause of the intraoperative air bubbles. The damaged introducer needle was subsequently sealed and labeled as "damaged" in accordance with medical waste classification requirements. There was no reported patient injury.